Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a laparoscopic robotic sleeve gastrectomy procedure. Early in the procedure the powered stapling device was set up on its own table, untouched by anyone, fully set up but not loaded. The device was making strange noises, as if a ghost were using it. The lights were all solid except for the reload indicator because it was not loaded. The surgeon closed the reload after firing it in order to remove it from the trocar. Once removed, attempted to open the stapler, but could not. Tried holding down the silver button as well as both the blue and silver buttons in order to open up the reload, but could not. The adapter would not release the reload. The reload was slightly angled and were not able to straighten it out. Finally, the reload opened somehow and was able to be removed. In order to resolve the issue and complete the case, used another powered stapling handle. There was no patient harm. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.